Manufacturer narrative:
Upon request, the customer provided further information: date of catheter insertion: on (B)(6) 2024, date of catheter removal: on (B)(6) 2024 syringe size used to flush the catheter (0.9% nacl) during central tract insertion: 2 ml no difficulty in inserting the catheter ampicillin, gentamicin, caffeine citrate, paracetamol, benelyte, parenteral nutrition catheter fixation during insertion - tegaderm - film, tegaderm - transparent, viscoplast the catheter fragment was removed by cardiac surgery the patient required hospitalization from on (B)(6) 2024 to on (B)(6) 2025 (including from on (B)(6) 2024 to on (B)(6) 2025 at (B)(6) in the clinic of congenital defects of newborns and infants). The long stay is due to prematurity." We received one faulty sample and four unopened sterile blisters. The faulty sample included the catheter with an IV cannula attached to the pink adapter. The cannula was kinked and the catheter tube snapped at this point and the remaining catheter tube was missing. After removing the cannula, it was visible that the catheter tube snapped distal to the 9 cm marking. Microscopic examination of the fracture revealed dried solution residues. After cleaning the catheter tube with a damp paper towel, a rough and slightly oval fracture surface was detected, indicating excessive tensile force. Therefore, the combination of kinking and stretching caused the catheter tube to snap. Regarding this, the IFU states: do not kink the catheter or the extension line permanently to avoid damage to the catheter. Caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. Secure the catheter in a loop without causing any strain of the tubing. Do not apply adhesive tape directly onto the tubing as this can damage the delicate tubing when removed, unless your hospital protocol allows it and under the responsibility of the hospital. The fixation wing and the extension line should be attached to the patient to prevent any strain on the catheter. One of the sterile blister was opened to check the product. No defect could be detected - the cannula could be attached to the pink adapter and when flushing the catheter with water, no leakage could be detected. Furthermore, the customer provided the information that a 2 ml syringe was used, but the IFU states: caution: do not use syringes smaller than 10 ml, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi (1,5 bar, 1125 mmhg) can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. One batch was used for the assembly group of the catheter tube (involved code: 6g35961012). The value of the tensile force of the catheter tube for batch: 8192669 was min. 2.31 n and therefore within its specification (min. 1.5 n). There are neither further complaints for batch: 181223go, nor further complaints regarding a snapped catheter on code 1261.102 within the last three years. This query relates to all complaints that have come to our attention worldwide. This complaint is not confirmed. No further corrective action was initiated by quality management as there are no hints of a manufacturing fault.

Event description:
On (B)(6) 2024 at 21:00, during evening rounds, I ordered the administration of the "benelyte" preparation to the child. While connecting the drug, the midwife taking care of the child reported a protrusion of the central path from the right upper limb, slight bleeding (the child was in a state of anxiety). After peeling off the protective patches, I noticed a break in the continuity of the path and from the initial length of 10 cm, 2 cm remained. The remaining 8 cm remained in the patient. In the bedside ultrasound performed, the midwifery path was observed in the right subclavian vein. I informed dr. (B)(6). Med. (B)(6) about the above-mentioned event by phone and contacted the doctor on duty at the clinic of congenital defects and intensive care of newborns and infants at (B)(6) in (B)(6) by phone (at 21:09 on (B)(6) 2024). I arranged to transfer the patient to the clinic of congenital defects and intensive care of newborns and infants in order to remove the remaining part of the path surgically. The child was handed over to the ambulance team "n" at 22:50. Necessity of surgical removal of a fragment of the catheter. Serious threat to the child's health.

Event description:
On (B)(6) 2024 at 21:00 during evening rounds, I ordered the administration of the "benelyte" preparation to the child. While connecting the drug, the midwife taking care of the child reported a protrusion of the central path from the right upper limb, slight bleeding (the child was in a state of anxiety). After peeling off the protective patches, I noticed a break in the continuity of the path and from the initial length of 10 cm, 2 cm remained. The remaining 8 cm remained in the patient. In the bedside ultrasound performed, the midwifery path was observed in the right subclavian vein. I informed dr. (B)(6) about the above-mentioned event by phone and contacted the doctor on duty at the clinic of congenital defects and intensive care of newborns and infants at (B)(6) by phone (at 21:09 on (B)(6) 2024). I arranged to transfer the patient to the clinic of congenital defects and intensive care of newborns and infants in order to remove the remaining part of the path surgically. The child was handed over to the ambulance team "n" at 22:50.

Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.